Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this product. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as we do not have reporting responsibility for this product. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 60 item # 183004 lot # j3719666. Report source foreign: (B)(6). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Multiple MDR reports were filled for this event: 0001825034-2021-00673.

Event description:
It was reported the patient underwent a revision procedure to treat stretched out collateral ligaments resulting from a trip and fall. Implants remained intact and was being replaced with the zimmer rhk. Attempts have been made and no additional information has been provided.